Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. Vessels were moderately tortuous and severely calcified. It was reported that the device could not be advanced to the intended landing zone due to the vessel morphology. The device was removed from the pt without issue; however, a kink in the delivery sys was noted. The physician elected to use a shorter device, which was successfully delivered to treat the pt successfully. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval: results & conclusion: (moderately tortuous and severely calcified vessels).